Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pain stimulation implantable pulse generator (ipg) spinal cord stimulation (scs) system was not working for the patient. The patient reported that when attempting to connect the controller to the implant, a ¿no device found¿ message was displayed. The patient also reported difficulty charging the implantable neurostimulator, stating it ¿never really worked,¿ and reported not using or charging the implant for about a year because it was not working. The patient further reported difficulty charging the implantable neurostimulator due to weight gain. At the time of the report, the controller was plugged into a wall outlet for approximately 5¿10 minutes and was flashing a green led light.